Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had a door latch issue that was later clarified as the pump not recognizing a closed door. It was also reported that there was no pt involvement.